Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during robotic-assisted laparoscopic sacrocolpopexy, mid-urethral sling placement and cystoscopy procedure on (B)(6) 2016 for the treatment of recurrent vaginal prolapse and stage 4 vaginal vault prolapse, stage 3 rectocele and enterocele, stage 1 cystocele, stress urinary incontinence, recurrent, after prior transobturator sling. During the procedure, a mid-urethral sling was performed. The doctor exposed the urethra and opened up the retropubic space of retzius on both sides. Trocars were placed, and cystourethroscopy was performed, revealing a small bladder perforation on the right side. The trocar was repositioned, and cystourethroscopy was performed again, showing the trocar in a good position. The surgeon used a prolene mesh to cover a dilator and closed the vagina and skin using vicryl and monocryl sutures. An 18-french catheter was left in place. They then conducted a robotic-assisted sacral colpopexy, creating a pneumoperitoneum using a veress needle and positioning a trocar. The surgeon found a hematoma in the presacral area, likely caused by the trocar. However, there was no pulsatile bleeding, blood in the peritoneal cavity, or injury to other structures. Moreover, the surgery went smoothly with minimal adhesions. The cul-de-sac was deep, indicating an enterocele and rectocele. The area was mobilized by dissecting the rectum free from the posterior vaginal wall and developing the rectovaginal septum for 12 cm. The anterior dissection was slightly more difficult, but the tissue plane eventually developed without injuring the bladder or rectum. Stay sutures were placed anteriorly, and the vesicovaginal space was developed for a length of 4 cm. Additionally, the surgeon placed a y-shaped polypropylene mesh in the presacral area, sewn in place using gore-tex stitches, and tacked down to the sacrum. The surgeon found that the vagina had good support, and there was no damage to the mesh or bleeding during the 4-hour procedure. Final inspections were made, and there was no bladder or bowel injury. A hematoma was found in the presacral area, but no significant bleeding occurred. The patient remained stable throughout the procedure, and the surgeon closed the fascia and skin. Vaginal packing, a foley catheter, and a drain were inserted to conclude the surgery. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2114 - has been used to capture the reported event of perforation. E2401 - has been used to capture an unspecified patient injury. The following imdrf impact codes capture the reportable events of: f12 - has been used in the light of this patient had filed a legal claim for the injuries related to the device.